Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2000 and mesh was implanted. The patient experienced mesh found in the transverse urethra and a portion of the tape was also calcified. The portion of tape from the vagina and urethra was removed on (B)(6) 2017. The patient required repair of urethral defect and is likely to require some form of further intervention in future for urinary tract symptoms/incontinence. No additional information was available.